Manufacturer narrative:
(B)(4). The device was manufactured may 29, 2014 ¿ may 30, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in a singleday infusor. This was noted during filling with cefuroxime. There was no patient involvement. No additional information is available.